Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the view port was damaged allowing water and steam to leak from the sterilizer. The technician replaced the view port and pressure switch, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water and steam were leaking from their evolution sterilizer onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician collected water samples to be tested. The results identified that 3 of the critical chemical attributes of water quality were above the maximum requirements for the evolution sterilizer. The user facility is responsible for ensuring that their electric steam generator water remains within the electric steam generator's operating requirements. The technician notified the customer of the water quality test results and that their water quality is not meeting the required operating conditions. The user facility has committed to making the necessary improvements to the facility's incoming water quality. No additional issues have been reported.